Event description:
Product description: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is intended to be used with vidas® reagents in clinical laboratories only. This device is an in vitro diagnostic medical device for professional use only. Issue description: on 27-may-2025, a customer in france notified biomérieux of possible erroneous patient results tested in position b1 of their vidas® 3 instrument (ref. 412590, serial no.(B)(6)). The customer noticed overestimated results on position b1 of their vidas. A field service engineer (fse) intervention has been planned to solve the issue. The customer performed an impact study for potential false results that have been performed and communicated to the clinicians. The customer identified samples tested with havt, gdh, and cdab kits. The samples performed during this period on this b1 position: havt: 15 patients, gdh: 19 patients, cdab: 4 patients. The customer already retested all patients for havt and eight (8) patient samples had an interpretation change from positive to negative. As for the other samples, retesting could not be performed because samples were no longer available. Havt results: concentration - interpretation. < 15 miu/ml - negative. > 15 and < 20 miu/ml - borderline positive. > 20 miu/ml ¿ positive. Sample ID/initial interpretation/new result: patient 7 - (B)(6) /positive 59/negative <15. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding possible erroneous patient results tested in position b1 of their vidas® 3 instrument ref. 412590, serial no. (B)(6). A biomérieux internal investigation has been completed with the following results: 1. Immediate actions done. Retrospectives analyses done. The local customer service (lcs) investigated directly on site and decided to replace the pump of instrument section b. 2. Investigation. The investigation was performed based on the information communicated by the customer and by the field service engineer (fse). Unfortunately there was no possibility to investigate directly on the defective pump as it was scrapped after replacement. The fse replaced pump of section b according to the procedure, checked alignments, updated firmware. After those actions, qualification test (fot) passed and system is operating as per specifications. 3. Conclusion. The actions taken by the fse solved the issue linked to the pump on the customer's site. Despite all the actions performed during the investigation, the root cause of the complained issue was not determined. Due to the impossibility to test the pump, the complained problem has not been reproduced.